Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall reconstruction, the bovie tip was placed on a right angle metal handpiece to burn the tissues in the jaw of the right angle when the bovie tip caught fire. There was a visible flame at the tip of the bovie for at least 1-2 seconds. Nothing caught fire and patient was unharmed, but this is very shocking to the surgeon and staff to say the least. This technique is used in almost all procedures but all surgeons and a flame never occurs. So they believe it has something to do with the coated versus stainless steel electrode or some sort of energy issue with the pencil. The bovie was set at 35 cut 35 coag. They continued to use the bovie through the case and avoided contacting it with any other metal.